Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-oct-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a salpingectomy approximately 1 year after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic and abdominal pain may occur. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 33-year-old female patient who had essure (batch no. 853552-invalid,b53552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational hypertension, gerd, epilepsy, tonsillectomy, multi gravida, parity 3 and recurrent abortion. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: topamax, fioricet and imitrex. Concurrent conditions included migraine, short-term memory loss, anxiety, depression, ovarian cyst, chest pain, overweight, breast cancer and cervical cancer. Family history included colon cancer, brain tumor, diabetes (father), coronary artery disease (mother) and hypertension (mother). On (B)(6) 2013, the patient had essure inserted and removed on (B)(6) 2014. A new essure was inserted on an unknown date. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), ethinylestradiol;norethisterone acetate (microgestin), naproxen (naprosyn), sumatriptan and surgery (laparoscopic bilateral salpingectomy and removal of essure springs). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: device in tube; records say persistent patency of. Diagnostic results: on (B)(6) 2014 transabdominal and endovaginal pelvic ultrasound showed enlarged right ovary due to the presence of a 2.7 cm cyst.normal appearing left ovary.nonenlarged, heterogeneous uterus without focal fibroid.endometrial stripe thickness, 1.3 cm.small amount of nonspecific free fluid in the pelvis. On (B)(6) 2014, hysterosalpingogram showed satisfactory placement of both essure coils, device in tube; records say persistent patency of tubes. Lot numbers reported - lot : 853552 is invalid. Batch no:b53552. Production date:2013-07-19, expiration date:2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (batch no. 853552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational hypertension, gerd, epilepsy, tonsillectomy, multi gravida, parity 3 and abortion. Previously administered products included for an unreported indication: fioricet, topamax and imitrex. Concurrent conditions included migraine, short-term memory loss, anxiety, depression, ovarian cyst, chest pain, overweight, breast cancer and cervical cancer. Family history included colon cancer, brain tumor, diabetes (father), coronary artery disease (mother) and hypertension (mother). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("cramping"). The patient was treated with panadeine co (tylenol #3) and surgery (laparoscopic bilateral salpingectomy and removal of essure springs). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2014 transabdominal and endovaginal pelvic ultrasound showed enlarged right ovary due to the presence of a 2.7 cm cyst. Normal appearing left ovary. Nonenlarged, heterogeneous uterus without focal fibroid. Endometrial stripe thickness, 1.3 cm. Small amount of nonspecific free fluid in the pelvis. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received: product batch number added. Reporter, patient demographic information, all other relevant history updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 33-year-old female patient who had essure (batch no. B53552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational hypertension, gerd, epilepsy, tonsillectomy, multi gravida, parity 3 and recurrent abortion. Previously administered products included for an unreported indication: fioricet, topamax and imitrex. Concurrent conditions included migraine, short-term memory loss, anxiety, depression, ovarian cyst, chest pain, overweight, breast cancer and cervical cancer. Family history included colon cancer, brain tumor, diabetes (father), coronary artery disease (mother) and hypertension (mother). On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with panadeine co (tylenol #3), anovlar (microgestin), sumatriptan, naproxen (naprosyn) and surgery (laparoscopic bilateral salpingectomy and removal of essure springs). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2014 transabdominal and endovaginal pelvic ultrasound showed enlarged right ovary due to the presence of a 2.7 cm cyst. Normal appearing left ovary. Nonenlarged, heterogeneous uterus without focal fibroid. Endometrial stripe thickness, 1.3 cm. Small amount of nonspecific free fluid in the pelvis. On (B)(6) 2014, hysterosalpingogram showed satisfactory placement of both essure coils, device in tube; records say persistent patency of tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication, lot no updated, treatment medications, new events vaginal haemorrhage, menorrhagia, dysmenorrhea and dyspareunia added. Outcome for the events pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhea and dyspareunia added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2013, for permanent contraception. On or about (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils. Sometime after the procedure, she began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain and cramping. On or about (B)(6) 2014, plaintiff saw physician and underwent a salpingectomy. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a salpingectomy approximately 1 year after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic and abdominal pain may occur. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.